Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
At 9:00 am on (B)(6) 2026, a nurse inspected the contents of the treatment cart and discovered that a pre-filled tube was empty, lacking the pre-filled solution. The pre-filled tube was also ruptured. The nurse immediately reported the issue to the head nurse, who ordered the tube to be discontinued. No other adverse consequences resulted.